Event description:
The customer reported via phone call that the insulin pump alarmed no delivery with a quarter of the reservoir still left. The customer changed the reservoir, but the alarm persisted. The customer's blood glucose was 247 mg/dl. The customer explained that insulin was squirting when priming after an infusion set change. The customer experienced low blood glucose as well. The customer treated the low blood glucose with food. While troubleshooting, the customer stated that the drive support cap appeared normal. The customer stated that he would call back. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.